Manufacturer narrative:
Additional information was received that the reason for explant was due to the devices that had not been working for a year. The stimulation was short circuiting and was going on and off. It was believed that a non device related surgery may have damaged the lead.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint was not verified. The ipg was tested with test leads and impedance measurements were within the expected range. Stimulation monitoring verified amplitude, pulse width, and frequency were in the expected range for all electrodes. Current leakage test verified no leakage of current through the case into saline solution. Residual gas analysis verified the case was not compromised. The ipg passed all required cis tests. Device exhibits normal device characteristics. (B)(4) device evaluation indicated that the complaint has been confirmed. X-ray inspection found two fractured cables (electrodes # 3 and 5) right after the weld. The open electrodes were located at the distal end of the lead. The fractured cables are not exposed. The cause of the fractured cables couldn't be determined. The fractured cables resulted in the reported intermittent stimulation. (B)(4) device evaluation indicated that the complaint has been confirmed. X-ray inspection found three fractured cables (electrode # 2, 3 and 8) right after the weld. The open electrodes were located at the distal end of the lead. The fractured cables are not exposed. The cause of the fractured cables couldn't be determined. The fractured cables resulted in the reported intermittent stimulation. Sc-4316 (ln: 16552651) device evaluation revealed one of the eyelets was torn with missing silicone material.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model#: sc-4316, lot #: 16552651, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that everything was removed from the patient's body. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.